Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as a reddened sore that is a bit open. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed topical plaster for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful. It was reported that the patient passed away. There is no indication that the lifevest caused or contributed to the patient¿s passing.